Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: correction is being made to previously submitted g3: date received by manufacturer which was not late. The correct datewas 05/21/2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, foreign material was found adhered to or clogged inside the nozzle. However, a definitive root cause could not be determined. The foreign material possibly was not removed because the reprocessing was not conducted properly, likely due to leakage from the distal end. The instruction manual states the detection method associated with the event in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection and preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited clogged nozzle by a foreign material. There were no reports of patient involvement.